Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately six to twelve months from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.